Event description:
It was reported that the pulse generator exhibited loss of telemetry and backup vvi operation. The device was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.